Manufacturer narrative:
The reported event of bvvi was confirmed. Analysis of the information provided indicates that the device entered bvvi mode due to a power on reset and MRI settings had not been enabled prior to the reset.

Event description:
It was reported that the implantable cardioverter defibrillator was found in backup vvi mode during a follow-up. It was noted that the patient had an MRI prior to the follow-up and proper MRI protocol was not performed. The device was restored successfully. The patient was in stable condition.